Manufacturer narrative:
Hillrom has recommended to the customer to stop using the device until the issue is resolved. An offer will be made to the customer to replace the damaged parts. The investigation identified steps in the preparation for coating process which can lead to lack of paint adhesion resulting in paint chipping. Additionally, collisions of the light heads and use of unapproved cleaners can further contribute to paint chipping from the light system. The damage to the painted surfaces usually does not develop suddenly but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient. Based on this information, no further action is required.

Event description:
The customer alleged that during the daily use of the device paint particles are chipping from the light head. No injuries were reported in relation to this allegation. This report was filed in our complaint handling system as complaint #(B)(4).